Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) experienced intermittent startup issues. The device did not power on reliably and required multiple restart attempts. When the machine did start, the screens occasionally went dark at random. However, when the device powered on successfully, the touchscreen functioned as expected. No patient was involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected filed- h6- component codes.

Event description:
N/a.

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) experienced intermittent startup issues. The device did not power on reliably and required multiple restart attempts. When the machine did start, the screens occasionally went dark at random and made beeping noises. However, when the device powered on successfully, the touchscreen functioned as expected. No patient was involved. The screen went dark and made beeping noises.

Manufacturer narrative:
Corrected fields: e1-postal code, h6-medical device problem code updated fields: b4, b5, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion, component code) and h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pcba board, display cable and display circuit boards at the factory's' request. The device passed all safety and functional tests and was returned to normal working condition. Update: waiting for part returned information since september. After multiple gfe attempts there has been no response. The record will be closed and in the future if RMA information becomes available the record will be updated.